Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of an infusor pump with a false occlusion alarm was confirmed by baxter personnel. This condition was caused by an occlusion switch that was out of adjustment. This condition was corrected by adjusting the occlusion switch. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported an infusor pump with an occlusion alarm. This event occurred during power up in the operating room, and may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.